Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump experienced high blood glucose level, battery out limit, off no power alarm and blank display. The customer blood glucose level was 413 mg/dl at time of incident and current value was 182 mg/dl and 106 mg/dl. The customer was treated with pump and syringe. Troubleshoot was performed for off no power. Customer stated that they did not get a low battery alert prior to the off no power alert. Customer pump screen was completely blank. Customer declined troubleshoot for high blood level. The product will not be returned for analysis.